Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft delivery system and its components were implanted into patient for the endovascular treatment of an abdominal aortic aneursysm. Aneurysm morphology at the time of implant is unknown. The aortic neck had angulation of 45 degrees and the length was 2 cm. It was reported 15 months post stent graft implant the patient presented emergently with a ruptured aneurysm, due to disease progression with the continuation of angulation of the aortic neck. It was reported the stent graft had migrated 2 cm. The patient also had a type ii endoleak which led to the expansion and then rupturing of the aneurysm. The physician elected to treat the patient with another aortic cuff with a good result.